Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change. During the procedure, the old pacemaker's set screw would not unscrew, so the atrial lead could not be removed and attached to the new generator. Various wrenches were used to no avail. Physician decided to cut and cap the ra lead that was stuck in the old generator instead. New atrial lead was implanted along with new pacemaker. Patient was stable after the event.